Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient that one brand of new tubing gave a high-pressure alarm immediately after attaching and trying to start the pump. Patient stated that they checked for kinks in line or clamped tubing and there was nothing they could find. Patient was able to successfully change tubing to another tubing which resolved the pump alarm. No patient injury was reported.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. B3: unknown; no information has been provided to date.